Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker exhibited incorrect measurement and under-sensing. It was noted that the right atrial (ra) lead and right ventricular (rv) lead also exhibited under-sensing. No intervention was performed. The patient will be further monitored.